Event description:
It was reported that after a da vinci-assisted right hemicolectomy for cancer, the patient experienced bleeding requiring subsequent procedures, and ultimately expired on postoperative day 2. The surgeon reported that the initial procedure was completed robotically with no complications or da vinci system errors. A vessel sealer extend (vse) instrument was used for dissection and to complete the vascular ligation of the colon, specifically the ileocolic vessel. The vasculature was double-ligated by sealing above and below the targeted pedicle. There was no bleeding observed and all audible instrument tones were appropriately heard. While in post anesthesia care, the patient's vital signs deteriorated and the patient was immediately brought back to the operating room. The surgeon performed a laparoscopy and observed bleeding from the ileocecal vessels at the pedicle where the vse instrument was used for ligation. The bleeding was resolved using a third party endoloop ligature. One and a half hours later the patient again showed signs of bleeding. An open laparotomy was performed and bleeding at the same pedicle site was found. Suture was used to ligate the vessel, along with double ligating with surgical ties. The patient ultimately expired due to multisystem failure complications related to postoperative bleeding.

Manufacturer narrative:
Review of the system logs found no errors logged during the procedure. The system has been used multiple times subsequent to the reported event; the logs for the subsequent 5 procedures performed were reviewed and also had no errors found. A device history record review for the instruments confirmed that there were no related non-conformances documented. The following concomitant devices were used during the procedure: 30 degree endoscope, mega suturecut needle driver, fenestrated bipolar forceps, monopolar curved scissors, tip-up fenestrated grasper, vessel sealer extend, sureform 45 stapler, and sureform 60 stapler. A site review found that no complaints have been reported for any of the products used. The vessel sealer extend (vse) instrument was installed twice and was used for approximately 39 minutes. The logs showed many cut and seal events recorded with no errors. The vessel sealer extend is a single use item and was confirmed discarded; therefore, it is not available for evaluation. The sureform 60 stapler instrument logs showed it was installed on the system 3 times and successfully fired 3 blue reloads. The sureform 45 stapler instrument logs showed it was installed on the system once and successfully fired one blue reload. There were no stapler related errors in either of the stapler logs. A medical review performed by an intuitive surgical inc. (Isi) medical safety officer concluded that the patient had a colon resection in which the ileocolic vessel was sealed and divided with the vse instrument. Although it did not bleed initially, it later bled while the patient was in the recovery room. Efforts to contain the bleed during a reoperation seemed to work initially, only to fail again later. The patient ultimately died as a result of complications from the bleeding events. Based on the information provided, the intuitive surgical vessel sealer extend instrument may have contributed to this catastrophic event.